Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that, during vitrectomy surgery, some cutters connected to the ophthalmic operating system exhibited no cutting and patient experienced retinal tears. The surgery was completed by switching to old system in between the surgery. Current condition of the patient is unknown. Additional information has been requested, none received till date.

Manufacturer narrative:
Additional information was provided in sections e1, d9, h3, h.6 and h.11. The company representative was able to replicate the reported ¿probe performance issue.¿ the pneumatics module was subsequently replaced to address this issue. The system was then tested and found to meet specifications. A non-conformance-based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this serial number¿ was performed. A similar complaint was found and was reviewed as part of this investigation. This is currently ¿in-progress.¿ the root cause of the reported ¿probe performance issue¿ is attributed to a nonconforming pneumatics module. Based upon the information provided, the root cause of the reported ¿retinal tears¿ cannot be conclusively determined. However, the issue can be attributed to ancillary surgical factors. By proactively implementing preventive strategies, surgeons will prioritize patient safety. This can be specifically done by adjusting parameters (as suggested in the operators manual). Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident/event data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: 2026-02308 h.10 reflects all related report numbers associated with this product event that have been submitted at this time.